Event description:
The customer reported that the system displayed a charger power failure and then cut during a procedure. The system would not come back on afterward. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator battery pack was replaced. The system was then found to be operating as intended.